Manufacturer narrative:
No patient information was provided at this time. The haemonetics field service engineer replaced the line sensor and calibrated to specifications.

Event description:
On (B)(6) 2020 haemonetics was notified by a haemonetics field service engineer of a malfunction with the pcs®2 plasma collection system. During a preventative maintenance visit the line sensor of the system would not calibrate. Patient impact is currently unknown.